Manufacturer narrative:
Follow-up # 1: date of submission 24-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened and there was moisture corrosion found on the keypad flex connector and behind display lens. The investigation was unable to duplicate the initial complaint about an under responsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the ok and up arrow buttons are under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.